Event description:
Follow-up information provided the patient stated he had ipg explanted two years ago due to erosion. Patient still has lead implanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had ipg explanted. The date of explant and the reason for removal was not provided.